Event description:
The customer reported being hospitalized due to low blood glucose levels. Prior to the event, the customer's blood glucose was 65 mg/dl. Her husband went to get juice for the customer to drink, and when he returned, she was unconscious. The paramedics were called, and the customer was treated with dextrose, then taken to the hospital. Troubleshooting was performed. Found that the customer may need to make some adjustments to the guardian as she has only been using it for two months. The customer understood and agreed with the suggestions. The customer only uses the guardian, and delivers insulin through manual injections. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.